Event description:
The pt (B)(6) received an scs system including a percutaneous lead on (B)(6) 2011. It was reported the pt's lead was explanted and replaced due to migration following a recent fall. No further issues were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.